Event description:
For over a week the patient was unable to obtain a blood glucose reading, since the meter displayed the battery icon. The patient did not experience any symptomsw during the week and was taking their set amount of oral medication when the meter was not working. They had a scheduled appointment and took their meter in at the same time to see if they could fix their meter, and the physician was unsuccessful and advised the patient to contact lifesfcan. The patient does not recall what their reading was on the physician's meter; however the physician put them on insulin. The patient does not recall what type of insulin they are taking, since they did not have the insulin handy with them. The battery was replaced less than a year ago and was in good condition. This case is being reported as a malfunction, since the powere issue was not resolved.